Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 51 mg/dl. Customer treated their low blood glucose with juice and glucose tablets. Customer¿s blood glucose went up to 164 mg/dl after treatment. The insulin pump will not be returned for analysis.